Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The user encountered difficulty inserting a suction tube through the endotracheal tube while in situ. The endotracheal tube was removed and replaced. No lasting incident-related medical sequelae were reported.